Manufacturer narrative:
Functional testing and confirmed the customers complaint. Continuous flow was observed intermittently. Device cycled as intended during the initial check. Continuous flow was discovered immediately during the second attempt. The root cause for this event is leaking input manifold assembly. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this serial number. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was intermittently not cycling. It will turn on and then not cycle. "The issue did not occur while in use with the patient because if the device does not turn on they will not use it on a patient."